Event description:
Information was received from a patient's representative regarding an external device. The reason for call was that the desktop charger cord was bad. Caller stated that they plugged the dtc cord into the recharger (insr) and they couldn't get the dtc to recharge the recharger at all. Caller confirmed that the green light was on the dtc. Caller said that the recharger screen would stay black when the dtc cord was plugged into the recharger. Caller noted that they had tried different outlets in attempt to resolve the issue. Caller reported that the dtc cord connection to the insr was loose and so the dtc wouldn't recharge the insr. When asked for the event date, caller said that it was a couple days ago that they noticed that the dtc cord connection was loose and that they had to set the cord a certain way, however today the dtc wouldn't do anything to recharge the insr. An email was sent to the repair department to replace the desktop charger. Caller said that the pt had to go to a couple different doctors. Dtc cord connection to the insr was loose and so the dtc wouldn't recharge the insr. No symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID 37761, lot# serial# (B)(6), product type recharger, section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: the device 37761 desktop charger (dtc), serial number (B)(6) was returned for product analysis. Analysis found cable assembly failure and bent/ broken connector pins at the end of cable. H6: section updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.